Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b3, b5, d1, d2, d3, d6, d7, d11, e1, g1-2, g4, h2, h3, h6, h10. The device was not returned to the manufacturer. Therefore it could not be analyzed. The surgical report has been reviewed. The reviewed of surgical report shows that during the revision of the cup, the loosening was confirmed by the surgeon. The device manufacturing quality record could not been reviewed as the item and lot number of the product were not communicated. 6 complaints (including the current complaint) on the issue has been recorded for avantage cup within one year. As biomet france did not receive any information about the involved batch number and as the product has not been returned, biomet france was not able to perform any batch and manufacturing documentation review and product analysis could not be performed. The reported event was unable to be confirmed. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : item and lot not communicated

Event description:
It was reported that the patient underwent a right total hip prosthesis implanted in 2003 due to coxarthrose. The surgery consisted on the implantation of avantage cup, insert and aura stem. On (B)(6) 2014, the surgeon diagnosed an aseptic loosening a priori unipolar right total hip prosthesis. On (B)(6) 2015, a revision surgery has been performed (the head and cup were removed, polyethylene insert wear and major metallosis were noticed). The products were replaced by products from amplitude. On (B)(6) 2018 after a first revision surgery occurred on (B)(6) 2015, the patient came back due to a brutal functional impotence by walking. Revision surgery was performed to remove the fractured stem and the other amplitude products implanted on (B)(6) 2015 (this revision due to implant fracture has been reported in (B)(4)). No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned.

Event description:
It was reported that patient underwent revision surgery due to breakage of the modular neck.